Event description:
It was reported that the manufacturer representative received a short dated product that was in overdischarge because the implant bit had already been set. The product was never implanted because it was overdischarged already.

Manufacturer narrative:
(B)(4).